Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer alleges the actuator will not come down with weight on it when pulling emergency down.